Event description:
Subject: (B)(6). Shoulder ID study. As reported: patient reported a "catching" feeling in shoulder with increased pain since (B)(6) 2024. Pt also had a fever on (B)(6) 2024; antibiotics were prescribed for this. As of (B)(6) 2024, the patient reported that her shoulder pain is improving.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.